Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery, vessel below the knee. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon initial inflation at 4 atmospheres for 30 seconds. The procedure was completed with a different device. There were no patient complications as a result of this event.